Event description:
Zoll patches were labeled the same, i.e. Both pads in the package were identified as being left side pads. This was discovered before the patient was prepped and draped. This was an out-of-the-box failure. There was no harm to the patient.